Manufacturer narrative:
Batch review performed on 01 april 2021: lot 1906092: (B)(4) items manufactured and released on 03-sep-2019. Expiration date: 2024-08-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of infection 1 month after the primary and the pathogen is unknown. The surgeon performed a washout and revised successfully the poly.